Manufacturer narrative:
(B)(4).

Event description:
It was reported the device detected non-sustained right ventricular oversensing episodes from the oversensing algorithm. Some of the episodes on the electrograms looked liked myopotential oversensing. It was recommended to program the low frequency attenuation filter to off. No adverse consequences were reported.